Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose around (B)(6) 2018 with blood glucose of 428 mg/dl and 426mg/dl at the time of the incident. The customer was at 108 mg/dl at the time of the call. The customer used the pump to treat. The customer experienced symptoms such as vomiting, nausea, and low blood pressure. The customer was wearing the insulin pump during the incident. The customer believes the pump is over delivering. Troubleshooting was not completed as the customer declined. The customer also had a high that led to emergency medical assistance on (B)(6) 2018. The insulin pump will not be returned for analysis. Pending ice check for hbg event svns on (B)(6) 2018